Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status. Review of the device data determined the device was noted to have also exhibited oversensing of myopotential noise resulting in pacing inhibition, asystole, and hospitalization. This device is expected to be explanted and replaced at a future date. No additional adverse patient effects were reported.